Event description:
Patient was revised to address loosening of the asr cup. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. Update - (B)(4) 2013 - litigation papers received (B)(4) 2012 allege patient experienced significant pain in and around her right hip, significant back pain, excessive levels of chromium and cobalt. It is also alleged the revision was necessitated by radiographs which appeared to reveal aseptic loosening pf patients acetabular cup. It is further alleged that during the revision, it was noted that a significant amount fluid in and around the hip implant was cloudy, slightly brownish. There was a question of whether there was metal induced hypersensitivity reaction with the tissue necrosis (alval). Additionally, the asr cup surface was extremely scratched, almost burnished throughout its entirety.

Event description:
Patient was revised to address loosening of the asr cup. **update** (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: date of this report, event description, date received. Depuy still considers the investigation closed at this time.